Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036579239. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device required) hypotension, perforation, (surgical intervention, blood transfusion, intensive care, resuscitation), arrhythmias (cardiac arrest), and death. Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade, hypotension, perforation, arrhythmias (cardiac arrest), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. Despite good, computed tomography angiography (cta) of laa, the anatomy was relatively not simple and the second deployment after adjustment was deep causing laa perforation and ultimately patient's demise. So, it was considered most likely the reported events occurred due to unintentional perforation.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During deployment of the closure device the physician stated that the closure device was too deep per transesophageal echocardiography (tee) and fluoroscopy imaging. The physician performed a partial recapture to a proper flx ball and continued to unsheathe the closure device. At this time, it appeared that the closure device was being moved more proximal by the physician. After that a large pericardial effusion was noted around the left ventricle (lv) and lv was noted to be decreased. The anesthesiologist reported that the patient blood pressure (bp) had dropped into the 30s. Pericardiocentesis was performed, heparin was reversed with protamine, and the cardiac surgery was notified. Despite blood pressure being supported, the patient became hemodynamically unstable very quickly and lost his pulse. Cardiopulmonary resuscitation was performed for 15 minutes. The patient regained pulse, and two (2) units of packed red blood cells (prbcs) were infused. The patient became hemodynamically stable, and the effusion stabilized. The patient regained pulse and was transfer to the adult cardiovascular intensive care unit (ICU) in stable condition. Per additional information (ai) it was reported that the patient passed away in the ICU. It was further reported that the patient's death was an unfortunate adverse event for a low-risk procedure. The laa perforation is still a known complication of the procedure. Despite good, computed tomography angiography (cta) of laa, the anatomy was relatively not simple and the second deployment after adjustment was deep causing laa perforation and ultimately patient's demise. It was further reported that cardiac arrest occurred.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During deployment of the closure device the physician stated that the closure device was too deep per transesophageal echocardiography (tee) and fluoroscopy imaging. The physician performed a partial recapture to a proper flx ball and continued to unsheathe the closure device. At this time it appeared that the closure device was being moved more proximal by the physician. After that a large pericardial effusion was noted around the left ventricle (lv) and lv was noted to be decreased. The anesthesiologist reported that the patient blood pressure (bp) had dropped into the 30s. Pericardiocentesis was performed, heparin was reversed with protamine, and the cardiac surgery was notified. Despite blood pressure being supported, the patient became hemodynamically unstable very quickly and lost his pulse. Cardiopulmonary resuscitation was performed for 15 minutes. The patient regained pulse, and two (2) units of packed red blood cells (prbcs) were infused. The patient became hemodynamically stable, and the effusion stabilized. The patient regained pulse and was transfer to the adult cardiovascular intensive care unit (ICU) in stable condition. Per additional information (ai) it was reported that the patient passed away in the ICU.

Manufacturer narrative:
H6: patient code e0602 cardiac arrest added per surpass data. B5 describe event or problem: updated with additional information received.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During deployment of the closure device the physician stated that the closure device was too deep per transesophageal echocardiography (tee) and fluoroscopy imaging. The physician performed a partial recapture to a proper flx ball and continued to unsheathe the closure device. At this time, it appeared that the closure device was being moved more proximal by the physician. After that a large pericardial effusion was noted around the left ventricle (lv) and lv was noted to be decreased. The anesthesiologist reported that the patient blood pressure (bp) had dropped into the 30s. Pericardiocentesis was performed, heparin was reversed with protamine, and the cardiac surgery was notified. Despite blood pressure being supported, the patient became hemodynamically unstable very quickly and lost his pulse. Cardiopulmonary resuscitation was performed for 15 minutes. The patient regained pulse, and two (2) units of packed red blood cells (prbcs) were infused. The patient became hemodynamically stable, and the effusion stabilized. The patient regained pulse and was transfer to the adult cardiovascular intensive care unit (ICU) in stable condition. Per additional information (ai) it was reported that the patient passed away in the ICU. It was further reported that the patient's death was an unfortunate adverse event for a low-risk procedure. The laa perforation is still a known complication of the procedure. Despite good, computed tomography angiography (cta) of laa, the anatomy was relatively not simple and the second deployment after adjustment was deep causing laa perforation and ultimately patient's demise. It was further reported that cardiac arrest occurred.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During deployment of the closure device the physician stated that the closure device was too deep per transesophageal echocardiography (tee) and fluoroscopy imaging. The physician performed a partial recapture to a proper flx ball and continued to unsheathe the closure device. At this time, it appeared that the closure device was being moved more proximal by the physician. After that a large pericardial effusion was noted around the left ventricle (lv) and lv was noted to be decreased. The anesthesiologist reported that the patient blood pressure (bp) had dropped into the 30s. Pericardiocentesis was performed, heparin was reversed with protamine, and the cardiac surgery was notified. Despite blood pressure being supported, the patient became hemodynamically unstable very quickly and lost his pulse. Cardiopulmonary resuscitation was performed for 15 minutes. The patient regained pulse, and two (2) units of packed red blood cells (prbcs) were infused. The patient became hemodynamically stable, and the effusion stabilized. The patient regained pulse and was transfer to the adult cardiovascular intensive care unit (ICU) in stable condition. Per additional information (ai) it was reported that the patient passed away in the ICU. It was further reported that the patient's death was an unfortunate adverse event for a low-risk procedure. The laa perforation is still a known complication of the procedure. Despite good, computed tomography angiography (cta) of laa, the anatomy was relatively not simple and the second deployment after adjustment was deep causing laa perforation and ultimately patient's demise.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added.